Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient experienced a sharp tingling pain down her legs while wearing the unit. The patient stated there is no pain when she stops wearing the unit. The pain level was at a 10 with 10 being the worst when walking and an 8 when sitting. The patient stated that the pain went away immediately after she took off the device. The patient had pain and headaches. The doctor told the patient to stop using the unit, the patient left the device with the doctor. No further consequences are reported. There was no product returned for further evaluation.

Event description:
It was reported that the patient experienced a sharp tingling pain down her legs while wearing the unit. The patient stated there is no pain when she stops wearing the unit. The pain level was at a 10 with 10 being the worst when walking and an 8 when sitting. The patient stated that the pain went away immediately after she took off the device. The patient had pain and headaches. The doctor told the patient to stop using the unit, the patient left the device with the doctor. No further consequences are reported. There was no product returned for further evaluation.

Manufacturer narrative:
Additional information in following fields - b4: date of this report, g3: date received by manufacturer, h6: evaluation codes. Corrected data in following fields - b2: outcomes attributed to adverse event, h6: patient code and impact code. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The device is used for treatment. Ebi will continue to monitor for trends.